Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer administering insulin based on blood glucose test result obtained from true metrix air meter. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 58 and 69mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-110mg/dl. At the time of the call, the customer feels well and did not report any symptoms. Customer stated when he had obtained the result of 247mg/dl on (B)(6) 2021 he had taken 15 units of insulin. Customer stated the following morning, (B)(6) 2021, when he had obtained the result off 58mg/dl fasting, he was feeling shaky and lightheaded. Customer stated had he ate breakfast and felt better within 30 minutes of eating. With the low result of 69mg/dl fasting, customer advised that he was not exhibiting any signs of hypoglycemia but that he did eat breakfast right after taking his blood glucose results. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 01/29/2023 and open vial date is 10 days ago. The meter memory was reviewed for previous test result history: result 1: 58 mg/dl, date: (B)(6) 2021, time: 6:30 am, fasting. Result 2: 247 mg/dl, date: (B)(6) 2021, time: 10:00 pm, non-fasting. Result 5: 213 mg/dl, date: (B)(6) 2021, time: 5:00 pm, non-fasting. Result 3: 69 mg/dl, date: (B)(6) 2021, time: 7:00am, fasting. Result 4: 311 mg/dl, date: (B)(6) 2021, time: 10:00 pm, non-fasting.